Event description:
Doctor asked for the cpg and single handpiece, he was questioned regarding the type of handpiece when he asked for the 500mj setting, beam test was performed. No one questioned anything because "there was no char." Patient received a cut on the upper lip which had to be sutured closed.